Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urge incontinence, frequency, urgency, noctria; dysuria, persistent stress urinary incontinence, refractory overactive bladder; mixed incontinence, urethrocele and rectocele. A revision of the old mid-urethral sling and placement of a new tvt midurethral sling were performed under general anesthesia.